Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device eroded through the skin. During the pocket revision, infection was identified. The patient had dementia and was suspected to have caused the erosion and infection. The entire system was explanted. No further information was reported.